Manufacturer narrative:
Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. Also, it warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A review of the label for the product family will be conducted. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On an unreported date, the patient¿s peritoneal dialysis (pd) effluent was clear. Previous treatment with vancomycin and ceftazidime was discontinued the month after initiation. On an unreported date the same month, treatment for the peritonitis was changed to meropenem (discontinued the following month, dose, frequency and route not reported). Subsequently, sixty-four days after the initial date of onset, the patient experienced a relapse of the peritonitis manifested by cloudy pd effluent. On the same date, the patient was re-admitted to the hospital for the event. The cause of the relapse was not reported. Three days later, the patient¿s pd catheter was removed and the patient was switched to hemodialysis. Twenty-six days after being re-admitted, the patient was recovered and discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient received a homechoice cassette with a missing spike cover. It was reported that ¿6 days ago¿ (date unspecified) the patient used the cassette to perform pd therapy. Subsequently, the patient experienced peritonitis manifested by abdominal pain and cloudy pd effluent. The patient was hospitalized for the cloudy pd effluent and abdominal pain. Three days after being hospitalized, the patient was diagnosed with the peritonitis and the patient, began treatment with intraperitoneal (ip) vancomycin, 1 gram, 1 ampule per day and ceftazidime, 1 gram, every 72 hours, ip. At the time of this report, both treatments were ongoing. On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis and dianeal therapy was ongoing. No additional information is available.